Manufacturer narrative:
There was no unexpected button error alarms noted. The pump passed the displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. Intermittent button response on the act button due to moisture damage on keypad traces noted. There was cracked lcd window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube and cracked battery tube threads.

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was 44mg/dl. The customer stated they combated the lows with food. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.